Event description:
Pt who smokes underwent a hemilaminectomy and discectomy. Adcon was administered intraoperatively. One week later, pt presented with infection fluid drainage from the wound, hyperpyrexia, and cerebro-spinal fluid leak. The pt was treated with antibiotics and bedrest. The pt then underwent reoperation which did not demonstrate any cerebro-spinal fluid leak. The dura appeared intact upon reoperation.